Manufacturer narrative:
Initial MDR 2517506-2021-00167 was filed 15-jul-2021. Additional information (21-jul-2021): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant falsely elevated progesterone (prog) patient sample results on a dimension vista 500 system. Hsc has reviewed the instrument data. No product non-conformance with the assay reagent or analyzer was identified. Quality control (qc) results for the date of testing were within expected range. The customer has not experienced any additional discordant progesteone results. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation.

Manufacturer narrative:
The customer contacted siemens regarding discordant, falsely elevated progesterone (prog) results obtained on patient samples with a dimension vista 500 system. Siemens is investigating the event.

Event description:
Discordant falsely elevated plasma progesterone (prog) patient sample results were obtained on the dimension vista 500 system. The discordant results were reported to the physician(s). The customer reprocessed the same samples on the same system and on an alternate dimension vista system. Lower results, considered correct, were obtained. Corrected reports were issued. There are no known reports of patient intervention or adverse health consequences due to the discordant progesterone results.